Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-04643. The pt received two leads with the same lot number. It was reported the pt was not receiving effective stimulation and the physician removed the scs system. It was also reported the system was showing low impedance during interrogation.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Eval: results - the complaint was confirmed. The ipg was inspected under the microscope to reveal the presence of body fluid in the header. There was a clean cut in the silicone on the anterior aspect of the header near the lower port plug. The system was analyzed for the fluid intrusion in the header. The diagnostic impedance test was conducted before and after saline dunk shows that the effective output signal amplitude from 6.5 volts reduced to 4.5 volts signal. Initial observations matched the expectation. After three days in the saline solution the effective impedance was checked. The ipg showed a drop in the individual channel's impedance as well as the effective impedance. Therefore, it can be concluded that the fluid intrusion was the cause of low impedance. (B)(4) has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. (B)(4) defers to the pt's physician regarding medical history.